Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks for atrial fibrillation with rapid ventricular response in which therapy was exhausted, leaving the patient in the arrhythmia. In addition, the patient reported receiving small shocks every night and hearing beeping tones. Two weeks prior, the patient was seen by their physician in which device reprogramming and medication optimization occurred. Technical services was consulted and recommended troubleshooting and programming changes. The ICD remains in service at this time. No additional adverse patient effects were reported.